Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: quality assistant g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, dirt was found in the packaging of an ncircle tipless stone extractor. The device did not make patient contact and was found during the process of receiving and checking products.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Complaint was initially determined to be a reportable device malfunction based on the inability to assure sterility of the device. Inspection of the returned device found there was debris on the outside of the plastic packaging, not inside the sterile barrier. Investigation of the returned device has determined the alleged malfunction corresponds with package was soiled instead of foreign matter - foreign matter was sealed inside the package, which our initial report was based on. There is no evidence to suggest that the failure mode, soiled packaging would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.